Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter stated that the pump was unable to execute the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following results: a review of the black box showed that the pump was manually suspended on 01/15/2014 at 07:08 followed by two rewinds at 07:16 and 07:18. The load step and ez prime features are disabled while the pump is in suspend mode. The pump clearly displays the message on ez prime screen ¿pump suspended. Priming is disabled¿ while in the pump is in suspend mode. The pump was powered off at 07:20 on (B)(4) 2013; when the pump is powered off when in suspend mode the pump automatically resets to resume mode when power is restored. During testing, the pump was able to complete a rewind, load, and prime with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.